Manufacturer narrative:
Na.

Event description:
Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. Customer tested patient by fingerstick and the result was >8.0 inr. The patient had a lab test within 7 hours and the result was 5.8 inr. The patient has a therapeutic range of 2.0-3.0 inr. The patient received 10 mg of oral vitamin k based on the lab result and are now back in their therapeutic range. Patient has no hematocrit concerns, no antiphospholipid antibodies, no direct thrombin inhibitors or other blood thinners, no diet changes, no health changes, no new medications and no bleeding or bruising. There was no allegation of an adverse event. Corresponding retention test strips (304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.